Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the device log showed that the user selected lead ii view instead of pad view, which why they were unable to view ECG. ECG is user selectable based on how the device configured by the service. The device passed all functional testing and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.